Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat from heartsine technologies on the 17th january 2020. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to resistor r223 becoming detached from pcba due to suspected impact damage. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
The customer reported that the green status indicator blinks every 20 to 30 seconds. There was no patient involved in this event.

Event description:
The customer reported that the green status indicator blinks every 20 to 30 seconds. There was no patient involved in this event.